Manufacturer narrative:
Inspected 1 opened and 1 used sensor, found sensor cannula broken. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Analysis is not required for expired sensor. Expiration date 10/14/2014.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when the customer removed his/her sensor from his/her body the electrode was missing. His/her blood glucose level was not reported. The product will be returned. Nothing further to report.